Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The hypotube identified a break 143.3 cm from the device tip, with the manifold detached and not returned. A kink was also observed on the hypotube at 140 cm from the device tip. Microscopic examination of the shaft identified a bunched inner wire lumen 5.1cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed signs of distal tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage.

Event description:
It was reported that the handle was fractured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the handle got fractured inside patient. The device was removed normally. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure. It was further reported that the fractured occurred about 10cm from the hub.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the handle was fractured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the handle got fractured inside patient. The device was removed normally. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure.

Event description:
It was reported that the handle was fractured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the handle got fractured inside patient. The device was removed normally. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure. It was further reported that the fractured occurred about 10cm from the hub.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.